Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during an in-clinic follow-up, failure to capture was noted on the patient's right atrial (ra) lead. X-ray imaging was performed and revealed a dislodgement of the ra lead. The lead was explanted and replaced. Patient was in stable condition.